Event description:
According to the available information the device was explanted and replaced due to not inflating and deflating properly. The implant was punctured by the physician at the time of explant but no tubing break was observed,

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both exhaust tubes of the cylinders. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. These were not sites of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the inlet tube of the reservoir. A separation, surrounded by abrasion, was noted on the inlet tube of the reservoir. This is a site of leakage. A separation, surrounded by abrasion, was noted on the detached connector/tubing. This is a site of leakage. See attached photo. Partial separations, surrounded by abrasion, were noted on the detached connector/tubing. These were not sites of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to not inflating and deflating properly. The implant was punctured by the physician at the time of explant but no tubing break was observed.